Event description:
On behalf of a customer, a baxter account executive contacted baxter product surveillance to report several instances of the minicaps falling off pt's transfer sets. Per the account executive, no pt injury or medical intervention was associated with this incident. A baxter product surveillance associate contacted the home pt's (hps) nurse regarding this incident. After reviewing proper technique with the home pt, the nurse believes this incident was due to the hp not fully torquing the minicap onto the transfer set. The peritoneal dialysis nurse is scheduled to retrain the hp on capping off the transfer set.